Manufacturer narrative:
Based on the review of the x-ray views provided to st. Jude medical, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During follow-up, diagnostic imaging was performed and externalization was noted. All electrical measurements were stable and in range. The lead was explanted and replaced and the patient was in stable condition.